Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "spinal needle broke off in patient's back during removal." "Required additional intervention to prevent permanent impairment/damage." Additional information was obtained by the provider; "she teaches her residents to redirect the needle and the introducer together during the insertion procedure when proper placement is not achieved the first time. In this case, the resident did not pull out the introducer, only the needle which got sheared by the introducer during the removal motion. CT/x-ray were performed and the needle was removed in the or."